Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d4: additional device information: catalog number: unknown/ not provided section d4: additional device information: serial number: unknown/ not provided section d4: additional device information: primary unique device identification (UDI) number: (01)(21)unknown section d6b: if explanted, give date: not applicable, as there is no indication that the lens was explanted. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: telephone number: (B)(6). Section g4: premarket identification: PMA/510(k) number: unknown/ not provided section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was fibre on the toric monofocal non preloaded intraocular lens (iol) fibre was removed and was most likely from surgical sheet. Iol was fully inserted into patient's eye. Patient's daily activities were not significantly affected. No vitrectomy was required. End user did not seek medical attention. No medications were prescribed. No further information was provided.